Manufacturer narrative:
The actual date of event is unknown. Root cause: the root cause for the reported issue that device had under infusion was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the IV pump ran over by thirty (30) minutes and kept reading keep vein open (kvo). There was patient involvement however no patient harm. Customer reports that upon internal inspection of the device, it is working without issue. Devices are due for preventative maintenance and that will be completed.